Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. Section d7: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device manufacture date: unknown as product serial number was not provided. Device evaluation: the lens is not available for evaluation as it remains implanted. The slit photo provided was evaluated. A patient''s eye can be observed with light glare around. However, it was reported that patient's visual acuity was not a problem. Based on the slit lamp photo, it is visually impossible to confirm if the reported lens was affected by the manufacturing process. Based on the evaluation of the slit lamp photo provided, the reported issue could not be confirmed. Manufacturing records review: the serial number was not provided. Therefore, the manufacturing record review could not be performed. Labeling review: the directions for use (dfu) were reviewed. The dfu provides the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the post-op examination of the intraocular lens (iol), the doctor observed white opacity which appeared in belt-like shaped on the optic. Visual acuity was not a problem. However, the patient complained about hazy vision. The doctor is taking a ¿wait-and-see¿ approach. It was reported that the doctor planned to send this patient to another hospital if the white opacity did not disappear by (B)(6) 2017. There was no patient injury. Reported. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: additional information was received. The patient was sent to kyoto uv hospital and is being regularly observed by a doctor pertaining to the thickness and cloudiness of the crystalline lens by using an optical coherence tomography (oct). It was reported in a second follow up that the cloudiness is decreasing gradually and that there seems to be no issue caused by the iol. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. However, a slit photo provided was evaluated in which a patient's eye was observed with light glare or shades around (on) the lens. The reported issue could not be confirmed. Manufacturing records review: the serial number is unknown, and therefore, the manufacturing process records and sterilizations cycle records could not be performed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.